Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had an error when turned on. It was also reported that both pace and sence lights were on. After swapping the battery the device now boots fine and lights working fine. The device was restored to service. No patient involvement was reported.